Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of discrepant results for 1 patient sample tested for phos2 phosphate (inorganic) ver.2 (phos2), alb2 albumin gen.2 (alb2) and bilirubin total gen. 3 (bilt3) on a cobas 6000 c (501) module. Based on the data provided, additional discrepant results were identified for sodium (na) and potassium (k). Refer to attached data for the patient results. The incorrect results were reported outside of the laboratory. The repeat results were considered to be correct. There was no allegation that an adverse event occurred. The phos2 reagent lot number was 302863. The expiration date was not provided. The alb2 reagent lot number was 299101. The expiration date was not provided. The bilt3 reagent lot number was 311892. The expiration date was not provided. The na and k electrode lot numbers and expiration dates were not provided.

Manufacturer narrative:
Several sample short errors and abnormal probe sucking messages were observed during a review of the alarm trace.